Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with pump error 53 (software error detected). The customer reported blood glucose of 230 mg/dl was treated with manual injection. The event involved product(s) mmt-397a, mmt-1884, mmt-332a and mmt-7040a. Troubleshooting was performed for pump error and the customer was able to clear the error but was unable to complete the rewind process. Troubleshooting was partially performed for high blood glucose and customer has been using the insulin pump system within 48hrs of reported event. It was unknown whether the customer used auto mode feature at the time of reported event. No further complications were reported. The customer will discontinue using insulin pump. Device. Product return is expected for mmt-1884. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required formmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2025 listed on smartsolve due to insufficient data in the trace/history files. In further analysis of the pump history found pump error 53 alarm (file number: 172, line number: 671) on (B)(6) 2024 at 02:26:49.000. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.5 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. Pump error 53 alarm found in the pump history, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.